Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd881417 and gd879908 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported on (B)(6) 2011, the patient experienced peritonitis. The cause and treatment for the peritonitis were not reported. It was not reported whether dianeal therapy was ongoing. The outcome for the peritonitis was not reported. The patient's medical history and concomitant medications were not reported. An opinion of causality was not reported for the peritonitis and dianeal therapy.